Manufacturer narrative:
During the mattress inspection, it was found that the mattress was overinflated due to a faulty automatt (mattress base). The cause of the automatt overinflation is the incorrect circulation of the air in the automatt sensor pad (mattress base) due to a damaged inner tube. The tpu (thermoplastic polyurethane) tube may break over time due to the extruding force of the silicone tube and the external bending force, causing air accumulation in automatt. The customer received fsn (field safety notice) however, arjo did not receive any confirmation that the customer conducted the safety corrective action on the device. To sum up, the nimbus 4 mattress did not meet its specifications, as the automatt sensor pad was faulty. There was no indication of patient involvement, and no injury was sustained. The complaint was decided to be reportable due to the nature of the failure (automatt overinflated). No UDI information is available; the device was manufactured before UDI implementation.

Event description:
Arjo was informed about an event involving the nimbus 4 mattress. The customer reported that the air mattress was continuously inflating and that the mattress was very hard. A warning light was flashing on the pump. There was no indication of patient involvement, and no injury was sustained.